Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(6). Manufacturing date: 22.dec.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that he surgery for the femoral diaphysis fracture took place on (B)(6) 2017. The drill bit broke within the bone when the surgeon was drilling the hole through the proximal aiming arm. The broken drill bit, which was left in the bone was successfully removed by making a longer skin incision and scraping off the bone by the hollow reamer. Per the surgeon, the patient had a good bone quality. The surgeon also stated that the surgeon was drilling the hole slightly interfering the deflected nail because the nail was inserted into the medullary cavity in the largest possible diameter. The surgery was extended for 40 minutes. Concomitant devices: 1x unk aiming arm, part/lot unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Therefore the investigation could not be completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.